Manufacturer narrative:
D10 concomitant product: egia60amt - egia60amt egia 60 artic med thick sulu, lot# p2l0204 egia45amt - egia45amt egia 45 artic med thick sulu, lot# p2l0193 egia45avm - egia45avm egia 45 artic vasc med sulu, lot# p2m0189 egia60amt - egia60amt egia 60 artic med thick sulu, lot# p2l0204 sigpshell - sig power sigpshell control shell, lot# n2g0165y h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but two photos were available for evaluation. Visual inspection noted the first image depicts a malformed staple, an unknown graper, a suture and bleeding. The second image depicts a suture and grasping tools with bleeding during a surgical procedure. It was reported that the deployed staples did not hold the tissue and the staple line opened up. An unexpected bleeding occurred along the staple line. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a video laparoscopy bypass gastroplasty was performed without problems, but on the 1st day postoperatively, there was a small bleeding due to the stapler used with 4 reloads for the stomach. It was noted that as per surgeon, it must have been along the line of the filling, that was noticed in the drain placed. The surgeon commented that it was manageable, the patient stabilized, bleeding was stopped quickly and the patient was discharged. On the 7th day postoperatively, the patient went to the office because patient was getting sick. Patient was also referred to hospital due to low hemoglobin, tomography was performed and at the time of surgical re-approach. After the test, on the same day, it was confirmed that the staple lines of the stomach were all open, both the sectioned stomach and the excluded stomach, which caused a gastro-fistula. A revisional surgery for closing the stomach and treatment for closing the fistula was also performed on the same day. Patient with blood loss of more than 500cc, less than 1 inch extended incision and stayed 14 more days in the hospital. The patient got discharged and doing well.